Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the reporter, the user experienced a bleeding during urine catheterization. Also, the mark at the end of the catheter was off. No medical intervention reported.